Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma pre revision and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to ad adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity cup, trinity dual mobility cocr liner, trinity dual mobility ecima insert and biolox delta ceramic head after approximately 10 months due to dislocation.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history, whether the patient experienced any trauma pre revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported to corin that the cup was implanted with a lack of anteversion at primary surgery, thus resulting in the reported dislocation and thus no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to ad adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity cup, trinity dual mobility cocr liner, trinity dual mobility ecima insert and biolox delta ceramic head after approximately 10 months due to dislocation.